Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged latching weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged latching weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was incorrectly reported that the side rail could not remain latched due to a damaged latching weld. The correct issue with this unit was that the brakes would not disengage due to a broken actuator arm within the brake assembly.